Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission with a ventricular tachycardia/ventricular fibrillation event. The event was terminated successfully, after the initial high voltage therapy did not convert the patient requiring a second high voltage therapy. Upon review of the transmission, the implantable cardioverter defibrillator exhibited undersensing. The patient presented on (B)(6) 2019 and the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.